Event description:
It was reported the extensions were explanted because of high impedances (> 10000 ohms). The connections were checked and were found normal. No fracture was visible after explant. The patient did not feel stimulation anymore. No further patient complication. Additional information received reported that the extensions were shipped.

Event description:
Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the returned extension (model#: 37081-40, serial#: (B)(4)) found no anomaly. No shorts between circuits were reported. The returned extension was tested with a known good lead and screening cable. The screening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. Analysis of the returned extension (model#: 37081-40, serial#: (B)(4)) found no anomaly. No shorts between circuits were reported. The returned extension was tested with a known good lead and screening cable. The screening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Product ID 37081-40, serial# (B)(4), implanted: 2010-(B)(6), product typ extension, product ID 37081-40, serial# (B)(4), implanted: 2010-(B)(6), product typ extension. (B)(4)